Manufacturer narrative:
During a procedure, it was reported that a piece of the hemostat broke off and allegedly a piece fell into the body cavity. We have not been provided any additional information regarding this incident. A sample was received and evaluated. Visual inspection revealed that one of the tips of the hemostat broke off. Details regarding how the hemostat was being used were not provided. The device is a component in a custom procedural pack and is manufactured by (B)(4). The sample has been sent to (B)(4) for their evaluation. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The hemostat broke during a procedure and allegedly a piece fell into the body cavity.